Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a all the drawers failed and shows device not detected on bus. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers failed and displayed 'device not detected on bus'. A field service engineer (fse) diagnosed a faulty communication sled by unplugging all drawer and computer connections. The fse replaced the communication sled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.